Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having non-functional ipg. It was also reported that the patient was experiencing loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 02:39 pm CT. The report number is being corrected from: 3006630150-2018-62363 to: 3006630150-2018-61953.

Event description:
A report was received that the patient was having non-functional ipg. It was also reported that the patient was experiencing loss of stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.